Event description:
While servicing a coulter lh 500 hematology analyzer at a customer's facility, a beckman coulter field service engineer (fse) identified r flags on the differential test results and stabilyse was not being delivered to the mix chamber. There were no erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and replaced the stabilyse (quench) pump (pm12) to resolve the differential r flag issue. Incidentally, the fse also replaced pinch tubing at pinch valves pv58, pv59 and the check valve for cbc (complete blood count) waste drain as a preventative. Failure mode was identified: attributed to the stabilyse pump (pm12) malfunction. No erroneous results were generated in connection with the reported event. Upon recur the failure mode identified will likely affect differential results due to improper stabilyse delivery to the mix chamber. Evaluation of product labeling: per lh500 special procedure and troubleshooting, pn624603: 2.1 clean apertures and flow cell / disinfect: note: this procedure requires that the instrument interface is displayed. Perform this procedure if the zap aperture procedure does not alleviate problems with voteouts, erratic counts, decreased counts or if the instrument is experiencing a high frequency of pc1, pc2, or fc on the differential. (B)(4).